Event description:
It was reported that the coil could not be removed and the patient had to be opened. The target lesion was located in a severely tortuous and non-calcified splenic artery. A 18mmx50mm idc coil was selected for use. During the procedure, a direxion microcatheter was rotated and pulled, while the coil was hooked on the coil pack and the coil started coming out of the aneurism. The physician attempted to pull the coil out, but was pulling the coil pack out, stretching out the coil. The coil ended up being pulled back into the celiac artery. The physician was unable to remove the coil. Thus, the patient had to be opened and the coil was removed from the splenic artery. The patient is doing well as of today.

Event description:
It was reported that the coil could not be removed and the patient had to be opened. The target lesion was located in a severely tortuous and non-calcified splenic artery. A 18mmx50mm idc coil was selected for use. During the procedure, a direxion microcatheter was rotated and pulled, while the coil was hooked on the coil pack and the coil started coming out of the aneurism. The physician attempted to pull the coil out, but was pulling the coil pack out, stretching out the coil. The coil ended up being pulled back into the celiac artery. The physician was unable to remove the coil. Thus, the patient had to be opened and the coil was removed from the splenic artery. The patient is doing well as of today. It was further reported that the coil was intentionally deployed, but was stretched while trying to pull the pusher wire out, ending with the coil being pulled back into the celiac artery.